Event description:
Literature report: "cystic granuloma in both lid corners is associated with a severe respiratory infection several months after the patient underwent injections of zyderm 1." Patient had a good response to drainage and intralesional corticosteroids." Follow-up findings per the physician, note that the patient's adverse symptoms have resolved.